Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the rate/sense and shock channels, oversensing, and pacing inhibition with a pause in pacing greater than three seconds. It was discussed that the noise appeared to be due to electromagnetic interference (emi). All lead measurements were stable. The sensitivity was reprogrammed and the patient would follow up with their physician. No additional adverse patient effects were reported. The lead remains in service.